Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump black box due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced blood glucose levels of 1.9 mmol/l with tiredness and weakness and 19 mmol/l with no symptoms. The reporter stated that the patient was treated with oral carbohydrate for lows and bolused via the pump for highs. The pump was reviewed with the reporter and confirmed that the pump settings were correct. The review of the pump history indicated that the reporter was performing the fill cannula step after each prime and not just when the site was changed resulting in unintended insulin delivery. The reporter also stated that the patient may have been given too much to correct for blood glucose levels. Customer support advised that the reporter discuss the issue with a health care professional. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrect use of the fill cannula step and possible over correction of the patient blood glucose.